Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. The field service engineer (fse) could not duplicate the reported problem. The fse ran unit at set parameters for 0.5 hr., unit cycles normally without alarming, noted occlusion: safety valve open alarm.(5000) code in log, tested unit for 5000 code, no problem found. There were no parts replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an occlusion, safety valve open occurrence. The customer reported that the device was in clinical use at the time of the reported event however, there was no patient or user harm.